Manufacturer narrative:
The hba1c reagent lot number was 698241. The expiration date was not provided. Last calibration was performed on (B)(6) and was acceptable. Qc was performed and was acceptable. The alarm trace showed no alarms. The field service engineer (fse) found that the rinse nozzle was clogged. The fse cleaned out the rinse nozzle. Qc was perfomed and it was acceptable. The service actions (cleaning rinse nozzle) resolved the issue.

Event description:
We received an allegation of questionable results for 2 patients' whole blood samples tested with hba1c assay on a cobas c513 analyzer. Sample 1 (patient 1): on (B)(6) 2023 initial hba1c result: 9.01% on (B)(6) 2023 repeat hba1c result: 6.44% (tested on a different c513 analyzer). Sample 2 (patient 2): on (B)(6) 2023 initial hba1c result: 10.5%. Repeat hba1c result: 6.0% (tested on a different c513 analyzer). The results were reported outside of the laboratory. The physician questioned the results and the samples were repeated. The repeat results were deemed to be correct.